Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, after device placement and suture deployment, the physician attempted to complete vessel closure by gently pulling on the blue rail suture with the left hand, keeping the suture coaxial to the tissue tract and removing the device from the arteriotomy. At this moment a suture-break at the distal end of suture occurred. The physician picked up the remaining suture and gently pulled again the blue rail suture. There was a new suture break at the distal end of the suture. The suture trimmer has not been used up to this point. Hemostasis was achieved by using manual arterial compression. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of suture breakage was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.